Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate age. (Patient was reported to be (B)(6)). Advancement against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was in the pre-plunger deployment state with blood present in the device. The exit ramp was found damaged which is indicative of a difficulty during insertion and is consistent with the reported experience. After the sheath was cleared of dried blood, a proxy guide wire was passed through the sheath without difficulty. The resistance that was encountered can be caused due to deploying the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). During testing, the device was soaked for a period of time to loosen dried blood and then flushed which showed marking at the lumen. Based on the report event of not achieving pulsatile flow at the marker lumen, possible causes for a failure to mark during use are but not limited to; manufacturing, failure to position the device at a 45-degree angle, marker port placed against artery wall, side wall stick, low blood pressure, clot or tissue plugging the marker port and the device not properly placed in arterial lumen. The reported sheath being kinked at the proximal end was confirmed during analysis. The damage to the sheath is caused due to the reported device insertion despite encountering resistance resulting in a kinked guide. Advancing the device against resistance is cautioned against in the instructions for use (IFU). The use of the proglide device by a trained operator is also indicated in the IFU. Based on the device analysis, the probable cause for the reported failure to achieve marking, the kinked sheath, damaged exit ramp and subsequent failure to achieve hemostasis is due to a failure to follow instructions for use during deployment. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Based on the investigation, there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a technician in training in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during device insertion, resistance was encountered. The device was continued to be advanced despite facing more resistance. There was no pulsatile flow observed at the marker lumen. The device was pulled back and a kink was observed at the junction between the proximal shaft and distal shaft. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.